Event description:
The device was interrogated and found to be in bvvi mode during the last hv charging/shock delivery. As a result, the patient received a shock. The device was explanted.

Manufacturer narrative:
Analysis identified an ark mark on the backside of the ICD can. The power backup operation occurred due to a power on reset. The power reset occurred due to arcing to the ICD can resulting from a lead to can short.